Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had various pump error and alarms on the insulin pump. Customer also reports that the insulin pump stopped working and no longer rewinds. Blood glucose level at the time of incident was unknown. Troubleshooting occurred. Product will return for analysis.

Manufacturer narrative:
(B)(4). The insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and the displacement test. The pump was rewound multiple times with no rewind anomaly noted during testing. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed software error alarm (line number 439 file number 16) and external flash crc error alarm both due to a software error. No unexpected error alarms noted during testing however, the formatted history file confirmed the main arm cannot communicate with the motor arm.